Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history was reviewed. Functional testing was not able to confirm or duplicate the event. The downstream occlusion (dso) seal was replaced as a preventative measure as the dso had a large bubble. The device then passed all testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that "the device was giving upstream occlusion alarm and might be upstream occlusion sensitivity was too low", found during infusion. There was no patient harm/adverse event reported.